Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage at tubing of with two infusion sets. The event occurred on 18-july-2024 and 13-aug-2024. Infusion sets were used for 8 hours and 30 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.